Event description:
The handpiece was returned to the MFR for service, and during the investigation a substance was found on the inside surface, which could lead to leaking. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. During the investigation a substance was found on the inside surface, which could lead to leaking. The sample was analyzed by clinical sciences, and it is likely the substance was a surfactant or other cleaning detergent. Based on the IFU, if not properly dried during the cleaning process this type of fluid can be trapped inside and possibly leak out. If the device has been soaked and not completely dried it may hold the fluid.